Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: poly patella stop drill catalog # 629000755 lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-05849.

Event description:
It was reported that during a knee arthroplasty. The surgeon found the drill was stuck in the mating device and could not remove it from the drill sleeve. This device was not able to be utilized. Another device was used to complete the surgery. There was delay of forty five minutes to complete this procedure. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.